Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 590 mg/dl at the time of the incident. The customer reported that she was disconnected to the insulin pump and put it on suspend. The customer was assisted in troubleshooting for high blood glucose. The customer was treated with insulin shot. The insulin pump will not be returned for analysis.